Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. It was reported there is foreign material in the syringe. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, first with a 10x magnifier lens and after with a 30x microscope. No defects or imperfections were observed. The photo provided shows a syringe connected to a needle assembly. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 60ml syringe luer-lok tip experienced foreign matter in fluid path. The following information was provided by the initial reporter: there is foreign material (like a dust) in the syringe.